Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system could not be powered on when plugged into a functional electrical outlet. It was pointed to a hardware failure from the memory card. Once the memory card was replaced, the system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system could not boot up as normal. It was confirmed that the system was plugged into a functional electrical outlet. There was no patient present when this issue was identified.